Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, open circuits were noted on multiple electrodes. There are plans to explant the device and to reimplant the patient with a new device. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.